Manufacturer narrative:
Additional information was received that all contacts have been successfully removed from the patient's body.

Event description:
A report was received that the patient's scs was suspected to have malfunctioned. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that an x-ray was taken to confirm if all contacts of the lead was taken out and revealed that there were only two contacts left inside the patient¿s body. The patient will undergo a procedure in order to remove those contacts.

Event description:
A report was received that the patient's scs was suspected to have malfunctioned. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician suspected malfunction because of the patient¿s report of intermittent stimulation. Sc-1110 (sn: (B)(4) ) device evaluation indicated that the ipg passed all tests performed. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. The associated lead exhibited explant damages and was not used during the failure analysis of the ipg. Sc-8216-70/(B)(4): device evaluation indicated that the paddle lead was returned in pieces and five electrodes pads on the paddle were not returned. X-ray inspection did not find cable breakages on the remaining pieces. Since there was no report of an impedance anomaly, the paddle damage might have been damaged during the explant procedure.

Event description:
A report was received that the patient's scs was suspected to have malfunctioned. The patient underwent an explant procedure.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient's scs was suspected to have malfunctioned. The patient underwent an explant procedure.